Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was suspected of insulation damage as the lead exhibited noise and low impedances. A possible lead fracture was also suspected. The rv lead was explanted and replaced. Additionally, it was reported that the atrial lead exhibited low impedance. It was noted that insulation damage was found. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that a lead integrity alert was triggered for the right ventricular (rv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.